Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced a blood clot with a blood glucose (bg) level of 600 mg/dl. Bg level was treated with a correction bolus via the pump. Reportedly, the customer replaced the pump supplies and resumed insulin therapy.